Manufacturer narrative:
This report is being amended to reflect changes. Visual inspection of all four shims confirmed that one of the ball bearings and spring of the detached ball bearings were missing and not returned. The surface of all the shims is slightly scuffed. Slight evidence of deformation of the swage in the distal/proximal direction was present. Dimensions found the parts to be conforming to print specifications where measured. These devices are used for treatment. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on (B)(6) 2014. FDA recall z-1052-2015 contains all tasp shim lots.

Manufacturer narrative:
(B)(4). Other devices used: catalog #42527900302, persona articular surface provisional shim, lot #62436440. Catalog #42527900302, persona articular surface provisional shim, lot #62656033. Catalog #42527900304, persona articular surface provisional shim, lot #62474892 . This report will be amended when our investigation is complete.

Event description:
It is reported that the ultrasonic cleaning process at the hospital is causing ball bearings to eject from the articular surface shim instruments, intended for use in knee arthroplasty procedures.